Event description:
Patient initiated to dialysis without incident, after 1 hour 20 minutes patient rported chest pain x 1 hou - bp 140/80 (bp 160/80 at initiation pt. Was given 02 and dialysis was discontinued a spun hct was done and blood appeared cherry colored dialysis was resumed with a new dialyser and lines and patient was given netromycim chest pain did not improve. Patient's dialysis was terminated and patient was sent to the hospital and dialyzed there.